Event description:
It was reported that during the implant procedure of the medtronic 29 millimeter (mm) bioprosthetic transcatheter aortic valve, a pre-implant aortic balloon valvuloplasty occurred on the pre-existing non-medtronic transcatheter aortic valve. The medtronic valve was then implanted valve-in-valve (viv) via the right common femoral artery with use of a medtronic guidewire. Due to the soft anatomy tissue, a prolapsed guidewire occurred and bleeding from the access site developed. A cutdown with percutaneous access was required. The physician indicated the delivery catheter system (dcs) and implant procedure were possibly related to this access site bleeding event which resolved on the same date as onset. During this implant procedure, a post implant balloon valvuloplasty was performed on the medtronic valve due to unspecified paravalvular leak (pvl). The day following the implant of the transcatheter bioprosthetic aortic valve shortness of breath and abdominal distention with tenderness occurred. A right groin subcutaneous hematoma, hypotension, and cardiogenic shock occurred. An abnormal arterial blood gas measurement, an abnormal chest-x-ray and computed tomography (CT) scan also were reported. Pulmonary edema and respiratory acidosis developed. These conditions resulted in prolonged hospitalization, intravenous medication administration and bilevel positive airway pressure (bipap). A thoracentesis moved 700 milliliters (ml) from the right lung. Acute blood loss was reported. The hemoglobin remained low measured at 8.3 and 8.5. Of note, the patient had paroxysmal nocturnal hemoglobinuria (pnh) anemia. Treatment for the anemia was not reported. The pulmonary edema resolved 2 days following onset. The anemia resolved 3 days following onset. The respiratory acidosis resolved 6 days following onset. The resolution of the abdominal distention, hematoma and cardiogenic shock was not reported. The physician indicated the respiratory acidosis, pulmonary edema, anemia, cardiogenic shock, and right femoral bleed were possibly related to the valve implant procedure. Twenty-two days following the valve implant procedure the right groin site was open and pustular drainage increased. The patient presented to the emergency room and was admitted to the hospital for the right groin wound dehiscence. Resolution and treatment were not reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329, serial/lot #:(B)(6), ubd: 22-mar-2028, UDI#: (B)(4) product ID: gwbc30, serial/lot #: unknown, ubd: unknown, UDI#: unknown continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system; implant date n/a; explant date n/a h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.